Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the right femoral for myocarditis. It was reported that after the impella was inserted, the pumps position became deep in the ventricle in the middle of the night. The following morning the physician adjusted the position under echocardiography. Continuous hemodiafiltration (chdf) was red, bilirubin and lactate dehydrogenase (ldh) levels were high and impella¿s position was confirmed once again. There were no issues noted with positioning. The physician suspected that since patient¿s septum was being stretched and the myocardium was partially thickened, hemolysis was likely to occur due to water removal of chdf. The following day, the ldh levels were 20,000 and the t-bill increased to two digits. Plasma free hemoglobin (pfhg) test showed hemolysis levels were high, as a result, impella was removed. After removal there was no drop in hemoglobin blood products were not provided. The patient¿s liver function was originally poor; therefore, the cause of the hemolysis is unknown.

Manufacturer narrative:
The returned pump was visually inspected and no abnormalities were observed. The data logs were reviewed and an impella position wrong alarm triggered in the first hour of use. No position alarms triggered after this point. Suction briefly occurred the next day and p-level was later lowered to p2. The cause of the hemolysis was most likely patient condition because the hemolysis did not resolve after impella was removed. Pfhb blood test was not performed. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.